Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the act button was not responding, which prevented the customer from completing the fill tubing process after his infusion set change. The patient's blood glucose this morning was 500 mg/dl, which the customer had not treated yet. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test .all operating currents are within specification. All of the buttons are functioning properly no damage was found on the keypad assembly. Inspected connector on the lcd and no unlock keypad connector. No cosmetic damage noted.